Event description:
User stated they received several discrepant patient results for cholesterol, uibc, fructosamine, and iron. The following example for iron was received, original result was 13 ug/dl, first repeat result was 150 ug/dl. Per lab protocol, the user repeated the sample again to achieve two consecutive matching results and received result of 149 ug/dl. User stated it is unknown if any erroneous results were reported and further stated it is unknown if any results were bad, as they may have gone unnoticed and were reported. User also stated it was unknown if any patients were adversely affected. The field service representative determined the vacuum pump diaphragm was worn and had a small leak. He replaced the vacuum pump diaphragm, checked all the rinse nozzles and carp valve adjustments. He also checked all probe adjustments and pipettor seals. Performance tests were performed to verify analyzer operation.